Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 8 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.